Event description:
Upon receipt of the device, the user reported an eod failure occurred. No other details regarding the nature of the event were provided. Since this event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.